Event description:
Trinity revision of the cup, hxlpe liner and biolox delta ceramic head after approximately 1 month (njr no. (B)(4) states reason for revision as "implantfracture of a non-ceramic component - socket/peri-prosthetic fracture."

Manufacturer narrative:
Per -9220 initial report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, hxlpe liner and biolox delta ceramic head after approximately 1 month (njr no. (B)(4) states reason for revision as "implantfracture of a non-ceramic component - socket/peri-prosthetic fracture".

Manufacturer narrative:
Per -(B)(4) final report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of these details could be provided and thus the investigation of this event was limited and the reason for revision still remains unclear. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. The reason for revision is unclear and the root cause could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.